Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the fixed buckle of the connecting tube was broken. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since manufacturing date of the subject item was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "connecting tube could not be connected to connector in reprocessing basin " occurred due to external stress was applied to the lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. The event can be detected by following the instructions for use which state: preparation and inspection. Move the lock levers of the connecting tube to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using similar device.